Event description:
It was reported that the right ventricular (rv) lead had decreased sensing values. The physician elected to explant and replace the rv lead to resolve the event. The patient was stable and no additional consequences were reported.